Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 02/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly foreshortened by about two to three centimeters. The procedure was completed by opening another stent to cover the whole lesion. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation and no x-ray images were provided for review. Based on information available, the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential factors that may have contributed to the reported issue were found addressed. E.g., the instructions for use states: "gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath - 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter" and "pre-dilatation of the lesion with a balloon dilatation catheter is recommended". Holding and handling of the system throughout deployment was found described, in particular the instructions for use states: "confirm that the introducer sheath is secure and will not move during deployment. Gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment. Remove slack from the stent system held outside the patient" and "do not hold or touch the brown moving sheath during stent release". H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly foreshortened by about two to three centimeters. The procedure was completed by opening another stent to cover the whole lesion. There was no reported patient injury.